Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock after a fall. External equipment was exchanged; however, the issue did not resolve. Device testing could not be completed due to no lock. Revision surgery is under consideration.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.1, b.2, h.2 advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revisions surgery. The photographic imaging inspection revealed broken antenna coil wires within the antenna pocket. System lock could not be obtained at any spacing. An electrical test could not be performed due to the condition of the electrode. An electrical test could not be performed due to no lock. The device passed an electrical test. The device passed the mechanical tests performed. The failure of this intracochlear stimulator device was attributed to broken antenna wires, which is consistent with the trauma reported. Advanced bionics will continue to monitor failure modes of this type. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A CT scan did not reveal any abnormalities. The recipient was started on a 15-day therapy to eliminate a possible edema. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. No intervention was required for the fall. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.